Event description:
The company was informed that the patient is experiencing frequent loss of lock. Programming adjustments were made; however, this did not resolve the issue. Surgery to explant the patient's device has been scheduled.